Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 600.4 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient¿s pump started alarming yesterday (B)(6) 2020 and the patient was having a loss of therapy. The patient had an unremarkable refill done on tuesday(B)(6) 2020 and all the programming was accurate. The hcp was seeing the patient today to check the pump status and continually got device not found. The pump was shallow in the pocket; she was directly over the pump; and she replaced the batteries in the communicator. She stated that she had just used the tablet and communicator tuesday on the patient¿s pump and had no issues. During the call, the hcp rebooted the tablet and communicator and she also connected the cable to the tablet and communicator to re-pair. The troubleshooting did not resolve the issue. Imaging was discussed to determine if the pump was flipped and trying a second tablet was also discussed. Additional information was received on (B)(6) 2020 from a healthcare professional via a company representative who reported that the cause for the telemetry issue and which alarm was occurring was not determined. The pump was replaced, and the issue was considered resolved. No further complications were reported/anticipated.